Manufacturer narrative:
Additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Upon review of the article it was learned that a patient with a 23mm 3300tfx pericardial aortic valve underwent a redo aortic valve replacement after an implant duration of approximately two (2) months due to fungal endocarditis (B)(4).the strain was identified as mucorales lichtheimia. Echo revealed partial dehiscence. Intraoperatively the valve was noted to have dehisced for approximately 70% of its circumference with a 12mm annular abscess cavity below the commissure. The explanted valve was replaced with another 23mm 3300tfx pericardial valve. Intraoperative tee revealed that the replacement valve was well-seated with no pvl. The patient was discharged home two (2) weeks postoperatively on lifelong antifungal treatment. Approximately seven (7) months after the reoperation tee confirmed recurrent dehiscence of the 23mm 3300tfx valve (B)(4). Blood culture results were negative. The patient was taken for a second redo sternotomy. Intraoperatively it was observed that the aortic root was essentially frozen and the valve had dehisced with a periannular abscess cavity noted. The aortic root was reconstructed with a 25mm non-edwards prosthetic root. The patient had an unremarkable recovery post procedure and was discharged home.

Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Prosthetic endocarditis, with or without vegetation, of valves and annuloplasty rings is a serious complication of cardiac valve replacement and valve repair surgeries despite improvements in prostheses types, surgical techniques, and infection control measures. Prosthetic endocarditis occurring within 60 days of valve or ring implantation generally reflects contamination arising in the perioperative period. There are many opportunities for organisms to seed a prosthesis perioperatively, most of which probably occurs intraoperatively. Besides the patient's own skin and access lines, several other important modes of contamination have been recognized including air in the operating room, the coronary suction devices used during surgery and the heart-lung bypass machine, faulty technique during cardiac output measurements, and the prosthesis itself. In early cases of prosthetic endocarditis, subsequent infections are almost universally related to contamination at the time of surgery. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Since there are multiple modes of contamination other than the prosthesis itself, and no indication or allegation that the patient's infection was device related, the event was likely due to patient and/or procedural-related factors. The most likely cause is patient factors, including fungal endocarditis (mucorales lichtheimia).